Manufacturer narrative:
Product analysis summary: the stent was positioned on the delivery system balloon between the inner shaft markers. The 1st, 2nd, 9th, 10th and 11th distal stent wraps were intact. A number of the proximal stent wraps were severely bunch and deformed. The remaining wraps were stretched and deformed. Crimp impressions were visible on the exposed balloon distal to the proximal pillow. Inner lumen patency was verified using a 0.015-inch mandrel. The distal tip was slightly flared. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was intending on using a resolute onyx rx coronary drug eluting stent system in a patient's proximal rca exhibiting severe calcification, severe tortuosity and 70% stenosis. No abnormalities were reported in relation to anatomy. No damage was noted to the packaging and no issues were noted when removing the device from the hoop/tray. The device was inspected with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. It was reported that the stent deformed in vivo during positioning/advancement. Resistance was noted while advancing the device to the lesion. No excessive force was used. The procedure was completed with another resolute onyx rx drug eluting stent of the same size. There is no injury reported.